Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a confirmed fracture of the right ventricular (rv) lead and intermittent capture was observed. It was further reported there was infrequent oversensing and noise. The patient's underlying rhythm was complete heart block and with device programming of left ventricle (lv) tip to right ventricle (rv) ring the rv lead issue loss of both rv and lv capture were observed. The patient was reported to have had episodes of asystole. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.